Event description:
(B)(4). Serious bloating of stomach, feels like pressure on pelvic area, nose dripping.

Event description:
(B)(4). Severe joint pain, heavy periods lasting 2 weeks, bleeding during intercourse, severe mood swings, heavy sweating.